Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record and complaint history could not be conducted.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced under-fill or low draw of a tube with blood and poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "the tubes do not fill to the line, and sometimes the cells do not separate. They don¿t fill to the line because there is a vacuum issue. With the sst (gold top) that has the gel in it, the cells do not separate and it affects the results so the hcp end up recollecting from the patient."